Manufacturer narrative:
Analysis of the device revealed that the main coil had prematurely detached/separated at the detachment zone. The main coil was kinked, stretched and the suture was melt. While the manufacturing records did not reveal that the device failed to meet specifications, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the damages observed during analysis. Because this is an issue in which product fails to meet specification due to the manufacturing process an assignable cause of 'manufacturing' will be assigned to the damages observed. Therefore, an assignable cause of manufacturing was assigned to this event.

Event description:
Analysis of the returned device revealed that the main coil had separated at the detachment zone. There were no reported clinical consequences to the patient.